Manufacturer narrative:
Results: fowler weldment. Siderail carrier.

Event description:
It was reported by service report that the fowler could not lay flat. It was further reported the head-end left siderail could not be locked in the up position. No pt involvement or adverse consequences were reported.